Event description:
Error 42 (downstream pressure sensor).

Event description:
Device history records were reviewed, no event linked to the reported issue was observed. Device logs were reviewed, the presence of error 42 is confirmed. Reported device was not sent back to brézins for investigation but was repaired by UK service center. The replaced defective pressure sensor kit was kept and sent to brézins for further investigation. This event is linked to a known issue with likely defective pressure sensors and the root cause is being addressed with a CAPA opened in july 2020. To our knowledge no patients or treatments were affected. This complaint is added in our trends for statistical analysis. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.